Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the tpal inserter jammed and we could not release the implant. There is a grinding noise when the inserter is turned from open to close and it seems to be sticking. A replacement is needed ¿ both parts as we cannot identify which part is faulty (handle or knob). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.